Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain more how the device stayed blocked during the procedure? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Were there any issues opening the jaws of the device? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? If the device was locked closed was the knife reverse switch attempted? If yes, did the knife reverse switch function as designed? Was the manual override attempted? If yes, did the manual override lever function properly? Will the device be returned for analysis?

Event description:
It was reported that the device is stayed blocked during the procedure. There was no patient consequence.

Manufacturer narrative:
Product complaint: (B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: can you please explain more how the device stayed blocked during the procedure? At the beginning of the stapling. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No. Were there any issues opening the jaws of the device? Yes. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The jaws were finally opened. Did the jaws eventually open? Yes. If the device was locked closed was the knife reverse switch attempted? Unk. If yes, did the knife reverse switch function as designed? Na. Was the manual override attempted? No. If yes, did the manual override lever function properly? Na.